Event description:
Customer reported ongoing occlusion alarms which did not cause blood glucose levels to exceed 500 mg/dl. The customer managed occlusions by resuming insulin on the pump and waiting for boluses to deliver, with continued experience of frequent issues despite multiple troubleshooting attempts. Due to unresolved issues and loss of confidence in the device, a replacement pump was recommended.